Manufacturer narrative:
Patient required hospitalization for suture anchor removal. Device investigation narrative - examination is not possible, as the devices will not be returned. Based on the nature of the complaint, a review of the sterility records was conducted. The products were sterilized per specifications. All process parameters were confirmed to be within specification. No abnormalities were reported with these products during manufacture. The information provided is insufficient to determine whether the patient¿s symptoms, signs or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the product, one or more of its components, or its intended therapeutic action. A thorough medical assessment cannot be rendered at this time. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that several days after having a rotator cuff repair utilizing two unknown size footprint anchors and one healicoil anchor the patient presented with redness, swelling and blistering. Surgery performed (B)(6) 2015. Second procedure was performed on (B)(6) 2015 for culture and flushing of surgical site. Cultures proved negative. PICC line inserted for antibiotics; admitted into hospital. Third procedure was performed on (B)(6) 2015 to remove the devices.